Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen. A field service engineer unplugged drawer 5 half height in auxiliary, reseated all cables, and replaced the controller, performed inventory and tested the drawer, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device screen was black. The customer stated that the device was connected to power; however, it was still not functioning even after a reboot. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy which caused a delay in dispensing. There were no adverse events or injuries reported based on this event.